Manufacturer narrative:
There was 1 additional device reported (B)(6) and it has been captured under this submission: model: 72079-01 device s/n: (B)(6). Primary UDI number: (B)(4). Device manufacturing date: unknown. This complaint was received via bfarm user reports 40296/25 and 40452/25 and have been reported to bfarm. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 26-aug-2025, abbott diabetes care (adc) received user reports 40296/25 and 40452/25 from bfarm, which included the following information: a healthcare professional (hcp) reported an issue involving low glucose readings from an adc device. The hcp reported a patient experienced repeated low glucose readings and low glucose alarms over several days, ultimately leading to hospitalization for hyperglycemia. The patient was transferred to the intensive care unit (ICU) in a state of hyperosmolar coma, requiring resuscitation and intubation. The hcp reported the adc device provided a reading of 11 mmol/l compared to a laboratory result of 80 mmol/l. The results, when plotted on the parkes error grid, falls into the "out of range" zone, indicating a clinically significant difference. It is unknown whether a trend arrow was observed on the device at the time of measurement. The duration of sensor wear was not reported. The hcp further indicated that the patient experienced severe metabolic derangement, with suspected ¿hypoxic dd¿, metabolically induced brain damage with prolonged impaired vigilance. On 29-aug-2025, adc received an addendum from bfarm stating that the patient passed away on (B)(6) 2025 while in the ICU. No details were provided regarding the treatment administered during hospitalization, nor was an official cause of death provided. At this time, no autopsy report or death certificate has been made available. Adc customer service made 3 (three) attempts to contact the reporter for additional information; however, all follow-up attempts were unsuccessful. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
The following sections have been updated: b5 - describe event or problem. B7 - other relevant history. There was 1 additional device reported ((B)(6)) and it has been captured under this submission: model: 72079-01, device s/n: (B)(6), primary UDI number: (B)(4), device manufacturing date: unknown. This complaint was received via bfarm user reports (B)(4) and have been reported to bfarm. It is currently unknown if the devices associated with this issue are available to be returned for investigation, as attempts to request the product back for investigation have been unsuccessful. An extended manufacturing review of the reported product has been performed. Lot 1001002426 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1001002426. All measurements reviewed are within specifications. For the sensor kit, no abnormal conditions were observed for the reviewed units nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 26-aug-2025, abbott diabetes care (adc) received user reports (B)(4) from bfarm, which included the following information: a healthcare professional (hcp) reported an issue involving low glucose readings from an adc device. The hcp reported a patient experienced repeated low glucose readings and low glucose alarms over several days, ultimately leading to hospitalization for hyperglycemia. The patient was transferred to the intensive care unit (ICU) in a state of hyperosmolar coma, requiring resuscitation and intubation. The hcp reported the adc device provided a reading of 11 mmol/l compared to a laboratory result of 80 mmol/l. The results, when plotted on the parkes error grid, falls into the "out of range" zone, indicating a clinically significant difference. It is unknown whether a trend arrow was observed on the device at the time of measurement. The duration of sensor wear was not reported. The hcp further indicated that the patient experienced severe metabolic derangement, with suspected ¿hypoxic dd¿, metabolically induced brain damage with prolonged impaired vigilance. On 29-aug-2025, adc received an addendum from bfarm stating that the patient passed away on (B)(6) 2025 while in the ICU. No details were provided regarding the treatment administered during hospitalization, nor was an official cause of death provided. At this time, no autopsy report or death certificate has been made available. Adc customer service made 3 (three) attempts to contact the reporter for additional information; however, all follow-up attempts were unsuccessful. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death. On 25-sep-2025, adc received additional information regarding this event. The hcp reported that initial treatment included administration of insulin (dose/type unspecified), unspecified intravenous fluids, intubation, ventilation, and resuscitation due to persistently impaired vigilance. During the course of treatment, the customer developed pneumonia, underwent ventilator weaning, extubation, and received enteral nutrition. A death certificate has been issued, attributing the cause of death as "respiratory insufficiency due to weakness after complicated hyperosmolar coma as a result of insulin-dependent diabetes mellitus type ii."